Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked near the male luer during use. The following information was provided by the initial reporter: "I have a primary bd alaris infusion set that was leaking. The leak appears to be towards the end, near the male leur... Were there an adverse events as a result of the reported issue? No adverse events".

Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 2420-0500 lot number 22125096 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked near the male luer during use. The following information was provided by the initial reporter: "I have a primary bd alaris infusion set that was leaking. The leak appears to be towards the end, near the male leur... Were there an adverse events as a result of the reported issue? No adverse events"